Event description:
On (B) (6) 2010, patient reported he inserted a new battery today and is trying to change the insulin cartridge but e7 (electronic error) alert message appears. Patient had already cleared the error message and removed the battery. Had patient insert battery and attempt to go through the change the cartridge procedure; e7 appeared again. Had patient clear error message. Advised patient a new aa regular alkaline battery needed to be inserted into the infusion device. Patient stated he will purchase a new battery. On call back from patient an hour later he stated he inserted a new battery and the infusion device still displays an e7 error message. Patient reported his blood glucose is also elevated. Patient stated his last blood glucose reading was 371 mg/dl. Patient reported he understands that the elevated blood glucose is because he was disconnected from the infusion device due to the e7 error message. Patient switched to backup infusion device and delivered a 5 unit bolus to correct for the elevated reading. On follow up call to patent on (B) (6) 2010, patient reported his readings are back down to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.